Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 17 events were reported for this quarter. 14 devices were received for evaluation. 7 events were duplicated during testing. 3 devices were found to be affected by internal corrosion. 3 devices were found to be affected by shattered bearings. 1 device was found to be affected by debris. 2 events were not duplicated during testing; however, the device was outside specifications. 1 device was found to be affected by internal corrosion. 1 device was found to be affected by a breakdown in lubrication. 1 event was not duplicated during testing; the device was found to be within specifications. 4 device evaluations are in progress. 3 devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 17 malfunction events in which the device was reportedly overheating. 5 events had no patient involvement; no patient impact. 10 events had patient involvement or patient impact. 2 events had no information available from the facility regarding patient involvement or patient impact.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device was reportedly overheating. 5 events had no patient involvement; no patient impact. 10 events had patient involvement or patient impact. 1 event had no information available from the facility regarding patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 17 events were previously reported during the reporting period; however: - 1 previously reported event was reported in error. - 16 total events were reported for this catalog number/device code combination for the reporting quarter. - 6 previously reported events are included in this follow-up report. Product return status 2 devices were received for evaluation. 2 devices have not yet been received. 2 devices were not available to stryker for evaluation.      Evaluation status 2 reported events were confirmed during testing. - 1 device was found to be affected by corrosion. - 1 device was found to be affected by a shattered bearing.   Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.